Event description:
It was reported that the insulin pump stuck on the prime/rewind mode. Troubleshooting was performed. The customer stated that the battery was changed, but she was not able to complete the rewind process. The customer stated that insulin did exit, but the numbers did not display. Instructed the caller to let the insulin pump rest for ten to 12 minutes. After the device rested the time and date were set. Attempted to run again the rewind test, but the insulin squirted out, and the insulin pump did not pass the rewind process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.